Event description:
Boston scientific received information that this right ventricular lead became dislodged resulting in loss of capture. As a result, this lead was explanted. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.